Event description:
Reporter indicated that his vns therapy programming handheld was freezing during use. Reporter further indicated that the handheld was running software version 7.0 at the time of the screen freeze. The product was received and is pending product analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.